Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 700cc saline breast implants which the doctor reported that the patient was on the table and when the implant was being prepped, right at the seal, the back button came clean off. Doctor had extra implants available to complete the surgery with no delay. No patient contact or adverse event reported.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample the valve was found separate from shell measuring approximately 2.9 x 1.8 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The valve system can be damaged by improper use of the fill-tube stylet, therefore care should be taken that the stylet enters the valve smoothly and will not to puncture or tears the diaphragm valve or the shell with the stylet tip, may result a subsequent deflation, also be taken care when the fill tube stylet is removed to prevent damage to the valve assembly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. The surface of the damage in the shell was analyzed using the scanning electron microscope (sem). The overall results from the sem revealed evidence of a hole and no instrument damage was noted, however, it is possible that the damage was generated by excessive stresses or manipulation, but this could not be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).